Manufacturer narrative:
(B)(4). Exemption number: e2017044. Patient information: unknown. When additional information is received a follow up report will be submitted. Please note: this report is the correction to the initial MDR 3004721439-0190-00045 submitted on july 15, 2019 with incorrect date.

Event description:
It was reported by the healthcare professional; on (B)(6) 2015 an implant procedure was performed. A pressure adjustment failure occurred in (B)(6) 2016. An emergency explant surgical procedure was performed on (B)(6) 2018. The pressure adjustment failure possibly caused by slit ventricle. The pressure valve of the complaint product is under the condition of adjusting 11cmh2o. Additional patient outcome and medication intervention information has been requested. When the additional information is received, a follow up report will be submitted.

Manufacturer narrative:
This is the follow up MDR to MDR# 3004721439-0190-00045. The correct MDR# for this complaint should be 3004721439-2019-00045. No significant deformations or damage of the valves or reservoir were detected during the visual inspection. Additionally, the catheters were also found to be without defects. A permeability test has shown that both valves, as well as the shunt system as a whole, are permeable. The progav 2.0 valve was tested and adjustable to all specified pressures. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Finally, we have dismantled the valves. Inside both valves, we have found significant build-up of substances (likely protein). Based on our investigation results we are unable to substantiate the claim of occlusion. The shunt system was completely permeable and the progav operates with the specified tolerances. However, it is possible that the deposits observed inside the valves could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from (B)(4).

Event description:
Event details in initial MDR 3004721439-0190-00045.